Event description:
The customer initially reported that the device could not detect an ECG reading through the therapy cable assembly using paddles lead on the device. After an evaluation by physio-control, it was observed that there was a large amount of ECG noise through the therapy cable on paddles lead, which would affect device's ability to detect a shockable ECG rhythm using the AED mode. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the user interface and system controller pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
The removed pcb assemblies were further evaluated in the failure analysis center. The cause of the reported failure was due to a failure of a resistor, designator r89 from the system controller pcb assembly.